Manufacturer narrative:
UDI / gudid related data quality updates only.

Manufacturer narrative:
This is a final report. A root cause investigation was performed on the actual device. It was determined that there was no power output (both 12v and 24v) and the fan was also not working. The defective power supply was sent to the supplier for more in-depth fault analysis. The supplier's investigation pointed to a defective component c545 226/16v 1206. They measured +5vsb and found no output. It was confirmed that c545 showed low impedance causing a short circuit on the secondary side. A review of the manufacturing and service records did not reveal any issue that could explain the complaint. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The defective power supply was replaced with a new one.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from brazil stating that a provido had a loss of function during a surgical procedure. There was no patient injury.